Manufacturer narrative:
Corrected fields are e1 event site telephone, e4 initial report sent to FDA, h6 type of investigation, component code. Updated fields are b4, g3, g6, h2.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). They wants to verify the clinical reasons they would exist. Esp personnel reviewed them in detail and to healths satisfaction.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.